Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07349. It was reported the patient underwent surgical intervention on (B)(6) 2015 to address the new pain. During the procedure, the doctor was unable to capture coverage on both old and new pain areas by only repositioning the existing leads. The doctor then decided to abandon the procedure. On (B)(6) 2015, the patient's leads were explanted and replaced with a single lead. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.